Event description:
Patient developed meningitis which required hospitalization for 8 days and treatment with IV antibiotics. The pump was explanted and a subsequent system was implanted after the patient's infection resolved. Patient has completely recovered.